Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms were not working on the insulin pump. The customer's blood glucose level was over 300 mg/dl at the time of the incident. The customer changed the site as the blood glucose went high but it kept going up; so the customer had to change it again and took a shot. The customer reported that the insulin pump was not delivering insulin the way it should, which causes them to go high. It was reported that the customer had to change the infusion set multiple times a day. The device will not be returned for analysis.